Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a 500ml glass bottle of 5% albumin with 250ml of the solution having been infused was noted to have ballooned in the tubing segment while removing it from the pump. The customer stated that both the roller clamp and the blue cartridge clamp were in the proper position. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint of tubing ballooned was confirmed per picture received. It was observed that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause of this failure was not identified.

Event description:
The customer reported that while removing unnecessary lines, a ballooned section was found in the pump segment. The set was connected to a 500 ml bottle of albumin 5% with 250 ml remaining and was not infusing. The customer stated both the roller clamp and lower fitment slider clamp were in the proper position. There was no report of patient harm.